Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The serial number for this footswitch was requested in 3 good faith efforts without response from the customer. A device history review (DHR) could not be performed for this device. As the serial number for this device is unknown, the manufacturing date cannot be obtained. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the result of the instructions for pairing not being clear. The quick reference guide was provided to the customer and they were able to connect the footswitch without issue. A manufacturing/ labeling defect was not identified, the root/ probable cause of the complaint was not related to user technique/ human factors or related to device labeling/ design and the complaint trending limits were not crossed and no investigation components in this investigation suggest escalation is required. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Troubleshooting was performed on site by an olympus rep and the rep was able to successfully pair up the wireless footswitch with the unit. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided.

Event description:
The customer reported that the laser footswitch could not be properly configured to the unit. There were no reports of patient harm. This event includes two (2) reports . Report with patient identifier (B)(6) -laser system model tfl-pls , serial number unknown. Report with patient identifier (B)(6) -laser foot switch- tfl-afswl, lot unknown. This report being submitted is for report with patient identifier (B)(6) -laser foot switch- tfl-afswl, lot unknown.